Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported an air valve liftoff failure. There was no patient involvement.

Manufacturer narrative:
G4: 09may2020. B4: 12may2020. The customer refused to allow device evaluation. Follow up has been made to obtain device repair information however the customer refused to provide any details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.